Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. The product sample was not returned to the medtronic laboratory; however, a study graph was provided by the customer for analysis. The returned sample did not meet specification as received by medtronic. The customer reported they started a procedure for a patient and all of a sudden the recorder started to flash red. When they downloaded the study, it was only 14 hours and 40 minutes. The reported condition was confirmed. The investigation found that the reported condition was due to bravo system communication failure. The investigation isolated the failure to the bravo communication system, but a root cause was not identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they started a procedure for a patient and all of a sudden the recorder started to flash red. The customer stated that they were not near a telemetry and the device was flashing red when the patient was at home as well. The patient has two plates and a few pins implanted. Technical support informed the customer that the plates and pins could be causing the interference and advised to continue on with the study and if there were any issues with the study after uploading, to give them a call. The customer updated that the recorder powered off and they had the patient return to their office. When they downloaded the study, it was only 14 hours and 40 minutes, so the study will be repeated. The device worked correctly during the previous procedure. The study will be sent in for review. There was no patient injury.